Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Device was explanted due to premature eri.

Manufacturer narrative:
Analysis confirmed the field event of premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below expected limits. The battery was sent to the vendor, no internal loading mechanisms were found. The cause of the premature battery depletion remains undetermined.